Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there was damage observed to the rear mounting bracket. No other defects were observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was then prepared for the functional bench test where a water reservoir bottle, an adult breathing circuit (880-36kit), a 382-10 conchasmart column, airflow, and dual temperature probes were connected to the unit. The settings were set to full rainout, invasive, at 37 degrees c. The unit shut off during the test. The unit was opened and the power supply board was replaced with a known good lab inventory power supply board. This time, the unit successfully navigated all pre-operational self-tests again and was functioning in real time. The unit functioned without any interruption and was able to heat up to the set temperature of 37 degrees c with the lab inventory power supply board. Testing confirms the unit had a faulty power supply board. The reported complaint has been confirmed. The sample was returned with a defective power supply pcba. A device history record review was performed with no evidence to suggest a manufacturing related issue. Each concha neptune device is inspected 100% during manufacturing assembly; therefore, it is unlikely that this defect was present at the time of release. The sample was manufactured in 2015 and was designed for a minimum of 5 years. Based on the information available, it appears that unintentional user error - normal wear caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the unit is "not maintaining temperature". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted and 13 devices were taken from current production (425-00 concha neptune lot # 73h210002r) at the manufacturing facility and were inspected. During the test, issue reported "unit not maintaining temp prior to use" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the unit is "not maintaining temperature". No patient involvement reported.